Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and a failed back syndrome. It was reported that the pump had been empty and had been alarming since (B)(6) 2016. It was also reported as the ¿battery kept going off¿. There were no patient symptoms reported. The reporter indicated that the patient¿s healthcare provider (hcp) had quit, and the patient was seeing another hcp. However, that hcp would not refill the pump anymore. It was stated that the patient¿s primary care physician (pcp) was working on finding an hcp for the patient, though the pcp wasn¿t willing to assist in silencing the alarm. No hcp would see the patient because he was on workman¿s compensation. The reported noted that the patient may have to ¿be a guinea pig¿ and have the pump taken out at the university.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that nothing has been done to resolve the alarm/emptied reservoir. The pump is still implanted. The pump alarm/emptied reservoir has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.